Manufacturer narrative:
B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, with angle closure and some visual disturbances. Treatment for iop was used. The lens was explanted. The issue was reported to be resolved. Cause of this event is reported as coag" (chronic open angle glaucoma). Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, glaucoma and repeated pis and maximal medical therapy has been reported to be performed. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).